Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pelvic inflammatory disease') in a 23-year-old female patient who had essure (batch no. 689937,901329) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included morbid obesity, application site rash, markedly increased food intake, tubal ligation, multigravida, parity 3, miscarriage, sacroiliac sprain, bartholin's cyst, rash and cervicitis. Previously administered products included for painful intercourse: iud from 2007 to 2009; for bleeding: depo provera in 2008; for an unreported indication: cortisone. Past adverse reactions to the above products included contraception with depo provera and iud. Concurrent conditions included gallbladder disease, splenomegaly, buttock pain, numbness (improving), stress, pain ankle, bipolar disorder, pharyngitis, otalgia, coital bleeding, asc-us, nauseated, vomiting, diarrhea, fever, chills, breast tenderness, myalgia, pain in hip, intervertebral disc bulging, joint dysfunction, dizziness, tooth pain, gum bleeding, blurred vision, dental enamel damage, gingivitis, appetite disorder nos, blood in urine, menstrual disorder nos, burning micturition, dysuria, vaginal pain, cervical discharge, intramural leiomyoma of uterus, elevated bp, candida vaginal, itching, yeast infection, vulvovaginal candidiasis, difficulty breathing, productive cough, rhinorrhoea, pleuritic pain, nicotine dependence, vulvovaginal swelling, substance abuse, pap smear abnormal, menometrorrhagia, mood disorder nos, boil, fatigue, cyst drainage, perineal pain, urinary frequency, polycystic ovarian syndrome, uterine fibroids, vaginal pain and endometriosis externa. Concomitant products included etonogestrel (implanon)(B)(6) 2012 for birth control as well as amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall) since 2012, bupropion since 2014, buspirone hydrochloride (buspar) since 2017, cefixime (flexeril), clotrimazole, colecalciferol (cholecalciferol), cyclobenzaprine since 2014, escitalopram, escitalopram oxalate (lexapro) since 2014, estradiol, fluconazole, hydrocodone, ibuprofen, lamotrigine (lamictal), naproxen, nsaids, oral contraceptive nos and paracetamol (tylenol). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced migraine ("migraines"), headache ("headaches") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2012, the patient experienced nausea ("nausea"). In (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). In (B)(6) 2012, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti") and bacterial vaginosis ("infection (bladder/ urinary tract/vaginal) type: bv"). In (B)(6) 2013, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2014, the patient was found to have weight increased ("weight gain") and experienced alopecia ("hair loss"). In 2015, the patient experienced anxiety ("anxiety"), depression ("depression"), irritable bowel syndrome ("gastrointestinal or digestive system condition type:ibs") and cyst ("cyst"). In 2016, the patient experienced tooth disorder ("dental problems") and visual impairment ("vision/eye problems type: glasses"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), pain of skin ("allergic or hypersensitivity reaction type: pain to the touch\tender skin"), attention deficit hyperactivity disorder ("adhd"), pelvic pain ("pain"), abdominal distension ("bloating"), pain in extremity ("leg pain"), back pain ("back pain"), abdominal pain ("abdominal pain") and abdominal pain lower ("cramping"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)/ lavh, bso). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic inflammatory disease, menorrhagia, pain of skin, urinary tract infection, female sexual dysfunction, attention deficit hyperactivity disorder, migraine, headache, nausea, tooth disorder, dysmenorrhoea, dyspareunia, pelvic pain, vaginal discharge, visual impairment, fatigue, weight increased, abdominal distension, irritable bowel syndrome, cyst, bacterial vaginosis, pain in extremity and back pain outcome was unknown, the vaginal haemorrhage, alopecia, abdominal pain and abdominal pain lower had resolved and the anxiety and depression was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, anxiety, attention deficit hyperactivity disorder, back pain, bacterial vaginosis, cyst, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, irritable bowel syndrome, menorrhagia, migraine, nausea, pain in extremity, pain of skin, pelvic inflammatory disease, pelvic pain, tooth disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: discrepancy noted in plaintiff date of birth 26-sep-1988 and 16-sep-1988. Discrepancy noted in essure implant date (B)(6) 2012. Essure coil was placed first in the right fallopian tube. The coil was placed and released in routine fashion with four coils visible in the uterine cavity. The left coil was then placed by physician. The tubal ostium at that point was a bit more difficult to visualize however once the coil had been placed it was difficult to see just how many coils remained in the uterine cavity but the device was seen to uncoil as the visualization was lost. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Placement was successful. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: back pain, abdominal pain, back pain, cramping, dysmenorrhea, pelvic pain, menorrhagia, dyspareunia, lot number: 689937, manufacturing date: 2009-11, expiration date: 2012-11. Lot number: 901329, manufacturing date: 2011-09, expiration date: 2014-09. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-apr-2021: mr received. Reporter information, medical history, auto narrative supplement and rcc were added. Real fu was received and there was no significant change in the medical context of case. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ("pelvic inflammatory disease") in a (B)(6) female patient who had essure (batch no. 689937,901329) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included morbid obesity, application site rash, markedly increased food intake, tubal ligation, multigravida, parity 3, miscarriage, sacroiliac sprain, bartholin's cyst, rash and cervicitis. Previously administered products included for painful intercourse: iud from 2007 to 2009; for bleeding: depo provera in 2008; for an unreported indication: cortisone. Past adverse reactions to the above products included contraception with depo provera and iud. Concurrent conditions included gall bladder disease, splenomegaly, buttock pain, numbness (improving), stress, pain ankle, bipolar disorder, pharyngitis, otalgia, coital bleeding, asc-us, nauseated, vomiting, diarrhea, fever, chills, breast tenderness, myalgia, pain in hip, intervertebral disc bulging, joint dysfunction, dizziness, tooth pain, gum bleeding, blurred vision, dental enamel damage, gingivitis, appetite disorder nos, blood in urine, menstrual disorder nos, burning micturition, dysuria, vaginal pain, cervical discharge, intramural leiomyoma of uterus, elevated bp, candida vaginal, itching, yeast infection, vulvovaginal candidiasis, difficulty breathing, productive cough, rhinorrhoea, pleuritic pain, nicotine dependence, vulvovaginal swelling, substance abuse, pap smear abnormal, menometrorrhagia, mood disorder nos, boil, fatigue, cyst drainage, perineal pain and urinary frequency. Concomitant products included etonogestrel (implanon) (B)(6) 2012 to (B)(6) 2012 for birth control as well as amfetamine aspartate; amfetamine sulfate; dexamfetamine saccharate; dexamfetamine sulfate (adderall) since 2012, bupropion since 2014, buspirone hydrochloride (buspar) since 2017, cefixime (flexeril), clotrimazole, cholecalciferol (cholecalciferol), cyclobenzaprine since 2014, escitalopram, escitalopram oxalate (lexapro) since 2014, estradiol, fluconazole, hydrocodone, ibuprofen, lamotrigine (lamictal), naproxen, nsaids, oral contraceptive nos and paracetamol (tylenol). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced migraine ("migraines"), headache ("headaches") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2012, the patient experienced nausea ("nausea"). In (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). In (B)(6) 2012, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti") and bacterial vaginosis ("infection (bladder/ urinary tract/vaginal) type: bv"). In (B)(6) 2013, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2014, the patient was found to have weight increased ("weight gain") and experienced alopecia ("hair loss"). In 2015, the patient experienced anxiety ("anxiety"), depression ("depression") and irritable bowel syndrome ("gastrointestinal or digestive system condition type:ibs"). In 2016, the patient experienced tooth disorder ("dental problems") and visual impairment ("vision/eye problems type: glasses"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), pain of skin ("allergic or hypersensitivity reaction type: pain to the touch\tender skin"), attention deficit/hyperactivity disorder ("adhd"), pelvic pain ("pain"), abdominal distension ("bloating"), cyst ("cyst"), pain in extremity ("leg pain"), back pain ("back pain"), abdominal pain ("abdominal pain") and abdominal pain lower ("cramping"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic inflammatory disease, menorrhagia, pain of skin, urinary tract infection, female sexual dysfunction, attention deficit/hyperactivity disorder, migraine, headache, nausea, tooth disorder, dysmenorrhoea, dyspareunia, pelvic pain, vaginal discharge, visual impairment, fatigue, weight increased, abdominal distension, irritable bowel syndrome, cyst, bacterial vaginosis, pain in extremity and back pain outcome was unknown, the vaginal haemorrhage, alopecia, abdominal pain and abdominal pain lower had resolved and the anxiety and depression was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, anxiety, attention deficit/hyperactivity disorder, back pain, bacterial vaginosis, cyst, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, irritable bowel syndrome, menorrhagia, migraine, nausea, pain in extremity, pain of skin, pelvic inflammatory disease, pelvic pain, tooth disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: discrepancy noted in plaintiff dates of birth (B)(6) and (B)(6). Discrepancy noted in essure implant dates: (B)(6) 2012 and (B)(6) 2012. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.8 kg/sqm. Hysterosalpingogram - on an unknown date: total bilateral occlusion. Placement was successful. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: back pain, abdominal pain, back pain, cramping, dysmenorrhea, pelvic pain. Most recent follow-up information incorporated above includes: on 6-may-2019: plaintiff fact sheet and medical records were received. Events per pfs: abnormal bleeding (vaginal, menorrhagia), pain to the touch, uti, apareunia (inability to have sexual intercourse), anxiety, depression, adhd, migraines, headaches, nausea, dental problems, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, vaginal discharge, eye problems, fatigue, weight gain, bloating, ibs, cyst, hair loss, bv (bacterial vaginosis), leg pain, back pain, abdominal pain and cramping. Event per mr: pelvic inflammatory disease. Medical history, concurrent condition and concomitant medication and lot number were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pelvic inflammatory disease') in a 23-year-old female patient who had essure (batch no. 689937,901329) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included morbid obesity, application site rash, markedly increased food intake, tubal ligation, multigravida, parity 3, miscarriage, sacroiliac sprain, bartholin's cyst, rash and cervicitis. Previously administered products included for painful intercourse: iud from 2007 to 2009; for bleeding: depo provera in 2008; for an unreported indication: cortisone. Past adverse reactions to the above products included contraception with depo provera and iud. Concurrent conditions included gallbladder disease, splenomegaly, buttock pain, numbness (improving), stress, pain ankle, bipolar disorder, pharyngitis, otalgia, coital bleeding, asc-us, nauseated, vomiting, diarrhea, fever, chills, breast tenderness, myalgia, pain in hip, intervertebral disc bulging, joint dysfunction, dizziness, tooth pain, gum bleeding, blurred vision, dental enamel damage, gingivitis, appetite disorder nos, blood in urine, menstrual disorder nos, burning micturition, dysuria, vaginal pain, cervical discharge, intramural leiomyoma of uterus, elevated bp, candida vaginal, itching, yeast infection, vulvovaginal candidiasis, difficulty breathing, productive cough, rhinorrhoea, pleuritic pain, nicotine dependence, vulvovaginal swelling, substance abuse, pap smear abnormal, menometrorrhagia, mood disorder nos, boil, fatigue, cyst drainage, perineal pain, urinary frequency, polycystic ovarian syndrome, uterine fibroids, vaginal pain and endometriosis externa. Concomitant products included etonogestrel (implanon) (B)(6) 2012 to (B)(6) 2012 for birth control as well as amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall) since 2012, bupropion since 2014, buspirone hydrochloride (buspar) since 2017, cefixime (flexeril), clotrimazole, colecalciferol (cholecalciferol), cyclobenzaprine since 2014, escitalopram, escitalopram oxalate (lexapro) since 2014, estradiol, fluconazole, hydrocodone, ibuprofen, lamotrigine (lamictal), naproxen, nsaids, oral contraceptive nos and paracetamol (tylenol). On (B)(6)2012, the patient had essure inserted. On (B)(6)2012, the patient experienced migraine ("migraines"), headache ("headaches") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2012, the patient experienced nausea ("nausea"). In (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). In (B)(6) 2012, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti") and bacterial vaginosis ("infection (bladder/ urinary tract/vaginal) type: bv"). In (B)(6)2013, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2014, the patient was found to have weight increased ("weight gain") and experienced alopecia ("hair loss"). In 2015, the patient experienced anxiety ("anxiety"), depression ("depression"), irritable bowel syndrome ("gastrointestinal or digestive system condition type:ibs") and cyst ("cyst"). In 2016, the patient experienced tooth disorder ("dental problems") and visual impairment ("vision/eye problems type: glasses"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), pain of skin ("allergic or hypersensitivity reaction type: pain to the touch\tender skin"), attention deficit hyperactivity disorder ("adhd"), pelvic pain ("pain"), abdominal distension ("bloating"), pain in extremity ("leg pain"), back pain ("back pain"), abdominal pain ("abdominal pain") and abdominal pain lower ("cramping"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)/ lavh, bso). Essure was removed on (B)(6)2017. At the time of the report, the pelvic inflammatory disease, menorrhagia, pain of skin, urinary tract infection, female sexual dysfunction, attention deficit hyperactivity disorder, migraine, headache, nausea, tooth disorder, dysmenorrhoea, dyspareunia, pelvic pain, vaginal discharge, visual impairment, fatigue, weight increased, abdominal distension, irritable bowel syndrome, cyst, bacterial vaginosis, pain in extremity and back pain outcome was unknown, the vaginal haemorrhage, alopecia, abdominal pain and abdominal pain lower had resolved and the anxiety and depression was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, anxiety, attention deficit hyperactivity disorder, back pain, bacterial vaginosis, cyst, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, irritable bowel syndrome, menorrhagia, migraine, nausea, pain in extremity, pain of skin, pelvic inflammatory disease, pelvic pain, tooth disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: discrepancy noted in plaintiff date of birth (B)(6)1988 and (B)(6)1988. Discrepancy noted in essure implant date (B)(6)2012 and (B)(6)2012. Essure coil was placed first in the right fallopian tube. The coil was placed and released in routine fashion with four coils visible in the uterine cavity. The left coil was then placed by physician. The tubal ostium at that point was a bit more difficult to visualize however once the coil had been placed it was difficult to see just how many coils remained in the uterine cavity but the device was seen to uncoil as the visualization was lost. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.8 kg/sqm. Hysterosalpingogram - on (B)(6)2012: total bilateral occlusion. Placement was successful. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: back pain, abdominal pain, back pain, cramping, dysmenorrhea, pelvic pain, menorrhagia, dyspareunia, lot number: 689937 manufacturing date: 2009-11 expiration date: 2012-11. Lot number: 901329 manufacturing date: 2011-09 expiration date: 2014-09. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 29-apr-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pelvic inflammatory disease') in a 23-year-old female patient who had essure (batch no. 689937,901329) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included morbid obesity, application site rash, markedly increased food intake, tubal ligation, multigravida, parity 3, miscarriage, sacroiliac sprain, bartholin's cyst, rash and cervicitis. Previously administered products included for painful intercourse: iud from 2007 to 2009; for bleeding: depo provera in 2008; for an unreported indication: cortisone. Past adverse reactions to the above products included contraception with depo provera and iud. Concurrent conditions included gallbladder disease, splenomegaly, buttock pain, numbness (improving), stress, pain ankle, bipolar disorder, pharyngitis, otalgia, coital bleeding, asc-us, nauseated, vomiting, diarrhea, fever, chills, breast tenderness, myalgia, pain in hip, intervertebral disc bulging, joint dysfunction, dizziness, tooth pain, gum bleeding, blurred vision, dental enamel damage, gingivitis, appetite disorder nos, blood in urine, menstrual disorder nos, burning micturition, dysuria, vaginal pain, cervical discharge, intramural leiomyoma of uterus, elevated bp, candida vaginal, itching, yeast infection, vulvovaginal candidiasis, difficulty breathing, productive cough, rhinorrhoea, pleuritic pain, nicotine dependence, vulvovaginal swelling, substance abuse, pap smear abnormal, menometrorrhagia, mood disorder nos, boil, fatigue, cyst drainage, perineal pain and urinary frequency. Concomitant products included etonogestrel (implanon) (B)(6) 2012 to (B)(6) 2012 for birth control as well as amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall) since 2012, bupropion since 2014, buspirone hydrochloride (buspar) since 2017, cefixime (flexeril), clotrimazole, colecalciferol (cholecalciferol), cyclobenzaprine since 2014, escitalopram, escitalopram oxalate (lexapro) since 2014, estradiol, fluconazole, hydrocodone, ibuprofen, lamotrigine (lamictal), naproxen, nsaids, oral contraceptive nos and paracetamol (tylenol). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced migraine ("migraines"), headache ("headaches") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2012, the patient experienced nausea ("nausea"). In (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). In (B)(6) 2012, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti") and bacterial vaginosis ("infection (bladder/ urinary tract/vaginal) type: bv"). In (B)(6) 2013, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2014, the patient was found to have weight increased ("weight gain") and experienced alopecia ("hair loss"). In 2015, the patient experienced anxiety ("anxiety"), depression ("depression") and irritable bowel syndrome ("gastrointestinal or digestive system condition type:ibs"). In 2016, the patient experienced tooth disorder ("dental problems") and visual impairment ("vision/eye problems type: glasses"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), pain of skin ("allergic or hypersensitivity reaction type: pain to the touch\tender skin"), attention deficit/hyperactivity disorder ("adhd"), pelvic pain ("pain"), abdominal distension ("bloating"), cyst ("cyst"), pain in extremity ("leg pain"), back pain ("back pain"), abdominal pain ("abdominal pain") and abdominal pain lower ("cramping"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic inflammatory disease, menorrhagia, pain of skin, urinary tract infection, female sexual dysfunction, attention deficit/hyperactivity disorder, migraine, headache, nausea, tooth disorder, dysmenorrhoea, dyspareunia, pelvic pain, vaginal discharge, visual impairment, fatigue, weight increased, abdominal distension, irritable bowel syndrome, cyst, bacterial vaginosis, pain in extremity and back pain outcome was unknown, the vaginal haemorrhage, alopecia, abdominal pain and abdominal pain lower had resolved and the anxiety and depression was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, anxiety, attention deficit/hyperactivity disorder, back pain, bacterial vaginosis, cyst, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, irritable bowel syndrome, menorrhagia, migraine, nausea, pain in extremity, pain of skin, pelvic inflammatory disease, pelvic pain, tooth disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: discrepancy noted in plaintiff date of birth (B)(6) 1988 and (B)(6) 1988. Discrepancy noted in essure implant date (B)(6) 2012 and (B)(6) 2012. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.8 kg/sqm. Hysterosalpingogram - on an unknown date: total bilateral occlusion. Placement was successful. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: back pain, abdominal pain, back pain, cramping, dysmenorrhea, pelvic pain lot number: 689937, manufacturing date: 2009-11, expiration date: 2012-11; lot number: 901329, manufacturing date: 2011-09, expiration date: 2014-09. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-may-2019: quality safety evaluation of ptc (product technical complaint). Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.